Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s mother reported via phone call and reported that the reservoir is unable to lock in place when inserted into pump. Customer¿s blood glucose was 238 mg/dl. Customer¿s mother reported damage to the pump, broken at the o-ring at the reservoir compartment and mother is unsure how it happened. Advise the pump will need to be replaced. Advise to discontinue use of the pump and revert to backup plan per healthcare provider instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label, cracked belt clip slot, cracked case reservoir tube window corner, cracked lcd window and cracked battery tube threads. The reservoir locks properly in place in the reservoir compartment.